Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and replaced the ise sample transfer unit (fa21), roller tubing, and sample inner wash valve (valve assembly 3) which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No further issue was reported after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the ise sample transfer unit. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported generation of erroneous erratic patient results for ion selective electrode (ise) sodium (na), chloride (cl) and potassium (k) on their au5800. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.